Manufacturer narrative:
The following sections were updated in follow-up 1: b4, d9, g3, g6, h2, h3, h6, and h10. One 10f breezeway arrive introducer sheath was returned from the customer without the dilator. The sheath was kinked and folded up inside the package in which it was received. There were no other accessories. No visible blood was found on or inside the sheath. According to the event description summary, saline fluid was leaking out of the joint between the side arm and the body of the sheath while it was inserted in the patient. During the decontamination process, the sheath leaked immediately from the sideport tubing/hub junction when water was flushed through the sideport tubing assembly with a syringe. When viewed under a microscope, it was found that there was evidence of adhesive residue on the sideport tubing and on the hub stem. A tug test was performed by pulling on the sideport tube to hub connection and the assembly stayed intact. The tubing was inspected under magnification at the approximate leakage site and there were no visible pinholes in the tubing. There were also three (3) kinks in the sheath shaft located approximately 15.5cm, 25.0cm and 38.0cm from the distal tip. Returned device analysis revealed the sheath leaked from the sideport tubing/hub junction. It is possible that there could have been an air pocket left in the sideport tube/hub junction, during the gluing process, but the sheaths are leak tested 100% by manufacturing and observed by qa at an aql level. It is important to note that the sheath arrived back from the customer folded and kinked. It is unknown what device(s) were used in conjunction with the sheath that may have caused it to leak. It is also unknown if the leak was caused by mishandling during use out in the field or if there was a small pinhole in the tubing under the hub stem. This anomaly will be monitored for any future occurrences. No manufacturing rejects or anomalies of this type were recorded in the device history record. The sheath passed all in-process and qa final inspections before shipping. The exact root cause could not be determined, and no manufacturing defects were found. Per manufacturing procedure (non-peelable sheath sideport assembly) apply one drop of the adhesive on the pellethane side tube at a distance of 2- 3mm from the end. Spread the adhesive around the od of the tube by rotating the tube 360° while applying the drop of adhesive. Repeat the step by placing a drop of glue approximately 6-7mm from the same end and spread the glue by rotating the tube while applying the adhesive around the od of the tube. Rotate the tube to ensure that the adhesive is applied all around the circumference of the tube uniformly. Fully insert the tube into the sheath hub sideport opening while rotating it 360°. Wipe away any excess adhesive sticking out of the sideport with a polywipe. After curing (undisturbed, for a minimum of 4 hours) test the joint of each part with a small tug, holding the tube in one hand and the stopcock in the other hand. Discard all parts that detach during the tug, do not attempt to cure parts again. Per qa procedure (introducer sheath, adelante breezeway, in-process and final inspection) sample size: ansi z 1.4, gen level I, normal, aql 0.40 perform leak test according to procedures based on available leak tester. The leak test is performed by manufacturing personnel at 100% and is observed by quality assurance personnel at the aql level stated above. The instruction for use ( IFU) informs the user: sideport aspiration - aspirate the sideport when withdrawing the catheter, probe, or dilator to remove fibrin deposits that may have accumulated in or on the tip of the sheath. Sideport infusion - infusion through the sideport and catheter should be done after all air is removed from the system. No further follow-up is required. Based on the investigation, a CAPA is not required. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event and risk type. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
It was reported that during a cryo ablation procedure, saline fluid was leaking out of the joint between the side arm and the body of the sheath while it was inserted in the patient. The sheath was replaced which resolved the issue. The case was completed with radiofrequency. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.